Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/19/2021. H.6. Investigation: customer returned a total of 3 pen needles. Each of the returned samples possessed a green inner shield, identifying them as 4mm, 32 gauge pen needles. Each pen needle was visually inspected and no defects were observed. The samples were attached to a test pen, and saline from the pen was pushed through the system. The saline exited out the distal tip of the pen needle in all of the returned samples. The pen needles were all undamaged and functioned as intended. Lot#0136696 DHR was reviewed and no qn found. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. H3 other text : see h.10.

Event description:
It was reported that a pn relion 32g x 4mm 3b tw 50ct was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle clogged and the insulin pen was hard to depress." Verbatim: consumer reported needle clog, stated that the knob on the insulin pen is hard to press during injection. Consumer does not re-use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pn relion 32g x 4mm 3b tw 50ct was unable to deliver medication during use. The following was reported by the initial reporter: it was reported that needle clogged and the insulin pen was hard to depress. Verbatim: consumer reported needle clog, stated that the knob on the insulin pen is hard to press during injection. Consumer does not re-use.